Event description:
Per info received: the valve was explanted due to paravalvular leak. A murmur was heard by the primary cardiologist and a tee was done. The paravalvular leak was diagnosted with the tee. The valve was replaced with a 25m-101.